Event description:
The pump was returned for investigation. Investigation revealed that the pump did not detect the cartridge. The force sensor was found to be out of calibration. There was evidence of moisture and contamination found on the force sensor housing and shim. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history revealed that the pump did not detect the cartridge. Investigation revealed that the force sensor was out of calibration. There was evidence of moisture and contamination found on the force sensor housing and shim.